Event description:
The customer reported that the 9800 system dose rate was too high. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The dose rate was adjusted during the service call. This malfunction may have resulted in a possible accidental radiation occurrence.